Event description:
A nurse reported that during vitrectomy surgery, the probe worked intermittently. A new cutter was obtained and the surgery was completed with no harm to the pt.

Manufacturer narrative:
A sample has been received. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)..